Manufacturer narrative:
The sample has been received for anaylsis and is currently being decontaminated. A supplemental report will be submitted upon completion of the investigation.

Event description:
The catheter was inserted into the left hand for an out patient procedure. Procedure completed without complication. Upon removal of the catheter, the clinician found the catheter to be broken within the patient. The patient was taken to a hand specialist at the hand and upper extremity center where the remaining catheter was surgically removed from the patient.